Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s high blood glucose level was 537 mg/dl and 507 mg/dl. Customer¿s blood glucose value was 197 mg/dl. Customer treated with nausea for high blood glucose. The customer declined troubleshooting for high blood glucose. The product will return for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test.